Manufacturer narrative:
(Initial reporter city): (B)(6). (B)(4). Visual analysis of the device revealed that shrink sleeve was detached exposing the corewire where was possible to observe line marks. In addition, the distal tip was bent. It is likely that the failure modes observed have been generated due to handling or manipulation of the device when it was being removed from the hoop, causing also line marks on the corewire possibly when the shrink sleeve was coming off. The physician must carefully remove the guidewire from protective hoop since a damage can be generated on the guidewire. Therefore the most probable cause of this complaint is adverse event related to procedure since it is most likely that the adverse event occurred during the procedure and the device had no influence on event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific that a sensor wire was used in the urethra during a ureterolithotomy procedure on (B)(6) 2020. According to the complainant, during unpacking, a spare part was found inside a sensor wire device package. Reportedly, the device was opened new out of the sealed package. The procedure was completed with another sensor wire guidewire. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation results: shrink sleeved detached.